Event description:
Arterial line now has a hole, noticed when pt connected to dialysis.

Manufacturer narrative:
The complaint was confirmed. There were two lengthwise cracks in the extension tubing, one of which allowed the catheter to leak. Only the damaged portion of the extension leg was cut away and returned for evaluation. The remainder of the catheter was repaired. The extension leg tubing was compressed and lengthwise creases were visible in the extension leg. The creases coincided with the cracks in the tubing. The failure may be related to a combination of chemical degradation and mechanical damage, but the exact cause of the complaint is unknown. The damage found on the arterial extension leg is similar to the damage found on the venous extension leg. Both extension legs came from the same catheter.